Event description:
It was reported that patient started to have a fever on (B)(6) 2013. Symptoms of pain and swelling at the implantable neurostimulator (ins) site which started on (B)(6) 2013. The patient visited their physician on (B)(6) 2013 where it was found, on examination, the surgical site was tender and swollen approximately 2 mm with a surrounding erythema about 6 to 8 mm with ¿crusting¿ and drainage. A clinical diagnosis of cellulitis and abscess of the buttock that was related to the implant procedure was reported. The patient was treated with antibiotics on (B)(6) 2013. The event status was reported, as of (B)(6) 2013, as resolved with sequelae. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3889-33, lot# va07a6d, implanted: (B)(6) 2013, product type: lead; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was later reported the patient¿s clinical diagnosis was updated from cellulitis and abscess of the buttock to just cellulitis.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va07a6d, explanted: (B)(6) 2013, product type: lead .product ID: 3095-10, serial# (B)(4), explanted: (B)(6) 2013, product type: extension.

Event description:
When contacted for follow up information, the healthcare professional (hcp) confirmed that the cause of the event was an infection at the ins site and that surgical intervention involved explant of the ins, lead, and extension. A patient symptom of a 3 cm area of redness was also confirmed. No hospitalization was required for the event. The patient was being followed by their physician and the outcome was reported as recovered without sequelae.